Event description:
Complainant alleged that while attempting to monitor a patient, the device failed to power on with battery power. The user continued to use the device with ac power. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.